Event description:
The customer stated a prism analyzer generated false initial and repeat (B)(6) o plus results for one patient sample. The analyzer generated an initial result of (B)(6). Confirmation testing is pending. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.